Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the down arrow keypad button presses are intermittently activating the desired pump functions. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.